Event description:
Obtaining back-to-back blood glucose results of 60 mg/dl and 98 mg/dl, while using the suspect device. Patient indicated that no actions was taken based on the device results. No patient injury was reported and no treatment was received. Patient reported performed quality control testing on the system and the results fell within the acceptable range. At the time of the report, patient no longer had quality control solutions. Technical support requested the return of the suspect product and replacement product was shipped.